Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient came to the surgeon because he knee was unstable. Upon further evaluation ,the surgeon decided that he would perform a poly sway with a larger poly to fix the problem. Once he had opened the knee they saw that the femoral component was loose and needed to be removed. It appeared that the femoral adapter bolt had broke loose causing the femoral component to be unstable. The insert, femur, bolt, adapter and posterior augments were removed while the tibia, sleeve and stems stayed. The surgeon decided that he would leave the femoral sleeve and stem to prevent damaging the femur. No further patient information is available at this time. Doi: unknown; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Additional narrative:  (B)(4). Investigation summary no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: product code 960781, lot number d1ch71 device history review no abnormalities or deviations were identified. Parts were processed per standard manufacturing processes. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.